Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 messages. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
On 06/02/2009, the lay user/patient's meter had been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.